Manufacturer narrative:
All patient information was not yet provided by the customer due to hippa regulations. No system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed.

Event description:
On march 31, 2021, ge healthcare engineering team discovered that during an exam performed on (B)(6) 2021, a patient received a high radiation dose during an exam. Patient received a localized peak skin dose of 8.5gy in the same body area. Neither radiation burn nor adverse effect to the patient has been reported by the customer. This event is reported as serious injury whereas there is no actual injury on the patient because it is likely to result in a serious injury with regards to the amount of radiation received by the patient, and no system malfunction has been identified till now.

Manufacturer narrative:
Block h6: ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the total exam acquisition duration was of 74 minutes with a localized peak incident dose of 8,5 gy. System calibrations were within specifications. No injury was reported. The high radiation received by the patient was due to the needs of the procedure. There was no issue with the ge device which performed as intended. The most probable root cause for this high dose exam is a selection of protocol with high exposure settings for an exam on a large patient. Those settings are determined by the physician based on her/his clinical judgment for the exam needs. Detailed dose reduction instructions are clearly provided in the innova operator manual. These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. No further action is required at this time.